Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a lithotripsy procedure. According to the complainant, the distal part of the coil was unable to open or close. It is unknown if the event took place inside or outside the patient, or if there was a stone present in the coil. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was good. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned stone cone retrieval coil revealed no visible damage. A functional evaluation was performed and found that the coil was able to open and close freely. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, not confirmed.

Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a lithotripsy procedure. According to the complainant, the distal part of the coil was unable to open or close. It is unknown if the event took place inside or outside the patient, or if there was a stone present in the coil. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was good. Attempts to obtain additional information were unsuccessful.